Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified deformation, creases, and cloudiness in the gel observed after autoclave disinfection process. A weight test of the device was verified and the device was within specification. Based on the device analysis the final assessment was no issues found related with the manufacturing. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side "pain in breast" and "patients concern with the product." Additionally, healthcare professional reported capsular contracture, baker grade unknown. Healthcare professional also reported "history of breast cancer; double mastectomy 2014"; this is not device related. Device has been explanted.